Event description:
Customer reported erroneously high na and low cl patient results on their au480 clinical chemistry analyzer. The customer did not provide patient data or demographics and the exact number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found reference valves and tubing fitting leaking. The failure mode was identified as multiple hardware malfunction. The fse replaced the reference valve and joint tubing's which resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).